Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was completed. The customer also had unexplained highs and the pump was exposed to a cat scan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No motor error alarms noted during testing or alarm noted in alarm history.motor was tested outside the device and passed. Unit received with severly scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Unit passed the dat test at 0.08670 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.